Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1500670 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the staples will not close when activated therefore they do not hold tissue together. The staples are coming out at an angle. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4) there is not an appropriate result code. The unit was received loose without its original packaging. The returned sample was visually examined with and without magnification. All pieces were returned and no parts of the assembly appear to be missing. The staples appear to be severely misaligned. The stapler was received with 35 staples remaining in the cartridge indicating that no staples were fired by the user. The stapler was disassembled to further examine the assembly and no defects could be found. An attempt was made to fire the staples resulting in the staples not loading correctly due to the misalignment and jammed. During both attempts, the jammed staples were removed and a third attempt was made to engage the trigger with the staple fired forming correctly. The stapler was fired 7 more times with only 3 of the staples forming correctly. However, after that, no staples would advance into the forming tool. The staples at the patient end are blocking the staples from moving down the track. The stapler will not fire. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined.